Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the rewind process. The customer's blood glucose was 147 mg/dl. The customer did not observe any significant events leading to the alarm. He stated that he was unable to get to the alarm history. He stated that the insulin pump had not been exposed to a strong magnetic field or radiation. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. No motor position encoder error alarm could be verified due to the motor error alarm. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.